Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device has not been demonstrated to be safe and effective in patients who have had recent surgery or have scar tissue in the area to be treated. In addition, the user manual states that the vacuum pressure, if a vacuum applicator was used, may apply pressure on a pre-existing structurally weak area such as a surgical scar, causing further complications. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2024 with coolsculpting cooladvantage developed scarring, hyperpigmentation, tenderness, and numbness continue 1 year post coolsculpting treatment.